Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 28mar2018, per a report from computed tomography 3; ¿impressions: at the level of the proximal end of the filter the ivc is very narrowed measuring only 7 mm in diameter. This is in comparison to the proximal ivc that measures 19 mm in diameter. This may represent ivc stenosis. To support this diagnosis there are large varicose veins in the subcutaneous fat of the anterior abdomen. The filter is tilted anteriorly. Its proximal cone lies on the wall of the ivc possibly embedded in it. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Addendum: cook gunther tulip filter. The anterior right strut penetrates 23 mm through the ivc wall. Coronal image 26. The anterior left strut penetrates 15 mm through the ivc wall. Coronal image 25. The posterior right strut penetrates 22 mm through the ivc wall. Sagittal image 30. The posterior left strut penetrates 15 mm through the ivc wall. Coronal image 27".

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2020-00174. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference number referenced of this initial medwatch report. (B)(4). Investigation the following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, embedment, deep vein thrombosis (dvt), thrombosis/ thrombophlebitis, vessel occlusion caval stenosis, unable to retrieve, tilt, bleeding, reduced blood flow, abdominal pain, leg swelling, renal vein damage/loss left kidney, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding, reduced blood flow, abdominal pain, leg swelling, renal vein damage/loss left kidney, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to post pulmonary embolism (pe). Patient is alleging vena cava perforation, tilt, bleeding, unable to retrieve, caval stenosis, and embedment. The patient further alleges the inferior vena cava (ivc) filter in vein wall which reduced blood flow, pain in abdomen, leg swelling, renal vein damage which caused loss of left kidney, deep vein thrombosis (dvt), pulmonary embolism (pe), anxiety, thrombosis/ thrombophlebitis, vessel occlusion. Attempted percutaneous routine removal on (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2011, per a report from computed tomography (CT); ¿impression: CT abdomen: a caval filter is now present below the level of the renal veins. Caudal to this level the cava demonstrates indistinct outer walls with surrounding haziness suggesting inflammation and appears mildly prominent with poorly defined intraluminal filling defect. Just above the filter there is a persistently seen tapering filling defect suggesting a tail of thrombus above the filter. CT abdomen is otherwise unremarkable.¿ on (B)(6) 2011, per a report from venogram 2; ¿impression: 1. Successful overnight tissue plasminogen activator infusion with reestablishment of flow through the right femoral, common iliac venous systems, as well as, the inferior vena cava. Some adherent thrombus may remain within the struts of the filter. 2. Likely thrombosed left-sided deep venous system. This will be addressed with further mechanical thrombectomy and possible thrombolytic infusion in the near future.¿ on (B)(6) 2011, per a report from venogram; ¿impression: 1. Extensive thrombosis of the right lower extremity veins, pelvic veins and inferior vena cava up to the level of the inferior vena cava filter.¿ on (B)(6) 2011, per a report from computed tomography (CT); ¿clot/deep vein thrombosis within the right common iliac vein extending into the region of the ivc. Ivc filter is in place, containing captured clot. Ivc and right common iliac veins are distended. There is apparent clot within the right common femoral and right external iliac veins as well.¿ on (B)(6) 2011, per a report from computed tomography (CT); ¿impression: 1. Hypodense filling of the ivc likely representing thrombus is again seen and appears less extensive than on prior examination of (B)(6) 2011. The suprarenal ivc is patent.¿ on (B)(6) 2011, per a report from venogram; ¿there was an area of flame shaped clot extending through the top of the filter up to the level the renal veins. Impression: 1. Chronic thrombus extending throughout the right iliac vein into the ivc and up into the patient's filter. There was also an area of flame shaped clot extending through the filter up to the level the renal veins. See comments above.¿ on (B)(6) 2011, per a report from computed tomography (CT); ¿impression: 1. The ivc and deep pelvic veins below the level of the ivc filter are diminutive, and chronic thrombosis of these vessels cannot be excluded with this study. In addition, extensive collateral vessel formation is noted as described. The subcutaneous collateral vessels in the right anterolateral interval wall demonstrates surrounding inflammatory changes and skin thickening, suggesting thrombophlebitis.¿ on (B)(6) 2011, per a report from computed tomography (CT); ¿impression: 2: CT changes compatible with an asd repair, a small inferior pericardial effusion is identified.; an ivc filter is also noted. The ivc and deep pelvic veins below the level of the ivc filter are small therefore, chronic thrombosis of these vessels cannot be excluded.¿ on (B)(6) 2012, per a report from computed tomography (CT); ¿a venacaval filter overlies l1-l2-3.¿ on (B)(6) 2012, per a report from computed tomography (CT); ¿impression: CT abdomen 1. Imaging findings which are most consistent for right renal venous thrombus and ivc thrombus above the level of the ivc filter.¿ on (B)(6) 2012, per a report from computed tomography (CT); ¿impression: CT abdomen 2. Left renomegaly and periureteral and peri-nephric fat stranding probably represent venous hypertension related to venous obstruction. This patient is known to have previously documented ivc and right renal venous thrombosis.¿ on (B)(6) 2012, per a report from venogram; ¿impression: venoplasty the left renal vein and ivc with a 12 mm and 22 mm balloon respectively following 48 hours of tpa thrombolysis. There was markedly improved flow in the renal vein and ivc at the end of the procedure.¿ on (B)(6) 2012, per a report from computed tomography (CT); ¿the aorta is normal in caliber. There is an ivc filter. Inferior to the ivc filter, the lower extremity venous system is atretic, most commonly seen with chronic thrombosis.¿ on (B)(6) 2012, per a report from computed tomography (CT); ¿ivc filter. The ivc is not well evaluated on this study but there is subtle area of decreased attenuation within the ivc in patient with history of ivc thrombus.¿ on (B)(6) 2014; per a report from computed tomography (CT); ¿findings: the inferior vena cava filter appearance is nonsmoker change compared prior examination is noted just below the right renal vein. Impression: 5. Inferior vena cava filter is unchanged in appearance. Very small caliber inferior vena cava appear similar.¿ on (B)(6) 2016, per a report from computed tomography (CT); ¿impression: CT abdomen/pelvis 1.ivc filter in place with an atrophic ivc and collateral vessels in the anterior abdominal wall with an enlarged azygos.¿ on (B)(6) 2018, per a report from computed tomography (CT) 2; ¿impressions: at the level of the proximal end of the filter the ivc is very narrowed measuring only 7mm in diameter. This is in comparison to the proximal ivc that measures 19mm in diameter. This may represent ivc stenosis. To support this diagnosis there are large varicose veins in the subcutaneous fate of the anterior abdomen. The filter is tilted anteriorly. Its proximal cone lies on the wall of the ivc possibly embedded in it. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat.¿ on (B)(6) 2018, per a report from computed tomography (CT); ¿findings: there is an jvc filter identified. Quote 2: the tines within the ivc appear contained. There is no extension to the adjacent structures. The ivc filter appears at level below the renal level of the renal veins. The liver is normal size. There is no adrenal mass identified. There is no ascites. The axis of the ivc filter is parallel to the ivc. The ivc filter does not encroach significantly upon the expected location of the iliac or hepatic veins. No perforation is present.¿ on (B)(6) 2019, per a report from venogram; ¿the right renal vein was selected and a right renal venogram was performed. This confirms a patent right renal vein and intrahepatic ivc with complete thrombosis of the infrarenal ivc and the left renal vein. Attempts were then made to cross the caval occlusion and were unsuccessful forearm above.¿ on (B)(6) 2019, per a report from retrieval report (attempted); ¿impression: 1. Initial femoral venography shows occluded bilateral external iliac vein, common iliac vein, infrarenal ivc with an indwelling ivc filter. After extensive effort, ivc in the left common external iliac veins was successfully recanalized. Filter retrieval was unsuccessful.¿ on (B)(6) 2019, per a report from computed tomography (CT); ¿vasculature: stent extending from the inferior vena cava to the left external iliac vein again seen. Ivc filter again seen. Mild retroperitoneal hemorrhage, centered around the vena cava at the level of the kidneys, unchanged.¿ on (B)(6) 2019, per a report from computed tomography (CT); ¿impression: 1. Long vascular stent extending from the left common femoral vein into the ivg appears weakly patent - which may be due to contrast timing. Punctate focus of gas adjacent to the ivg stent and surrounding inflammatory changes likely postoperative.¿